Manufacturer narrative:
(B)(4). The product surveillance technician (pst) removed the tube clamp from the roller pump and disassembled it. The pst observed a broken cam on the lower right slide preventing the lower right slide from operating. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service quality assurance technician reported that during routine testing of the device at the service center, the tube clamp slide of the six inch roller pump was not engaging. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced tube clamp slide with new part. He cleaned and greased tube clamp assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.